Event description:
It was reported that the surgeon was able to load the stem without, any difficulties, once the stem was in situ, the surgeon commented that the trigger wasn't working properly and became concerned as to how he was going to get the introducer off. Once the bone cement set, the surgeon was able to use some leverage to get the introducer off. The surgeon seemed confident of their being no adverse outcome for the pt at the time.